Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "there was foreign body (hair) found on the dressing". The product was not used on or by a patient. No photograph was provided.

Manufacturer narrative:
Corrected reporting entity from convatec inc. To convatec. A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked and all pm's were completed. Lot # 8j04149 was sterilized and released on review of results. All the results were within specification and products were released in compliance with standard operating procedures (sop). The production process, in process testing and packaging of products was run in accordance with process instructions for machine doyen 4. A visual inspection in accordance with testing method was completed at the beginning of the order and every hour following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8j04149. This is the second complaint for the registered lot. The other complaint is for a different complaint issue. No photograph has been received for this complaint therefore the complaint issue cannot be confirmed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.